Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during rewinding due to encoder signal out of phase noted. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor position encoder error and a motor error alarm. The customer's blood glucose value was unknown. Customer reported the pump has been exposed to high magnetic field, MRI. The device will be returned for analysis.